Manufacturer narrative:
Investigation of this event determined that lower than expected, vitros bhcg results from a single level of non-vitros biorad controls processed on the vitros 5600 integrated system. The assignable cause could not be determined. Based on within-run precision testing, there was no indication the vitros 5600 system malfunctioned. Qc data prior to, and following, the events showed that the reagent was performing within expectation. The events occurred at a time when the customer was moving from one qc lot to another (from biorad immunoassay plus lot 40880 to lot 40900), with the latter having a lower peer mean at the level at which the lower than expected results were observed. As the lower than expected results recorded as lot 40880 were in the region of the lot 40900 peer mean, it is suspected that these events are as a result of pre-analytical sample mix-up, however this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained lower than expected, vitros bhcg results from a single level of non-vitros biorad controls processed on the vitros 5600 integrated system. Biorad l3 results of 393.7, 397.7, 395.5, 399.9 and 405.9 miu/ml versus expected results of 625.3 miu/ml biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros bhcg results were from non-patient fluids and so were not reported from the laboratory. The customer gave no indication that patient results were affected, however this could not be definitively confirmed. There is no allegation of patient harm as a result of these events (B)(4).